Manufacturer narrative:
(B)(4): one device was returned for evaluation. The upper right corner of the lid was lifted significantly. There was no evidence of crushing of the blister or deformation of the seal flange. There was no sign of impact damage. The seal transfer indicates that the seal was full and complete when packaged. The cause cannot be determined.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, it was noted that when the container was opened, the cover of the upper right hand corner was open. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the device inside the package was exposed. The seal was not intact. It seemed like the seal did not stick in the rounded corner of the package.